Manufacturer narrative:
Only half of the lens was found in the lens case. Viscoelastic was dried on the lens. The optic had been cut across the center. The lens was cleaned with klrp for further evaluation. One haptic was bent-gusset area. The optic was cracked in the haptic insertion area. Forceps marks were observed at the optic edge. A scratch wasn't observed. The reported scratch may have been on the other optic portion. All product and batch history records are quality reviewed prior to product release. No similar complaint and no non-conformance reported for the product lot/batch/serial under investigation. A qualified cartridge and handpiece were indicated. It is unknown if a qualified viscoelastic was used. The root cause for the reported scratch could not be determined. Only half of the lens was returned. The haptic was bent. The optic was cracked in the haptic insertion area. The reported scratch may have been may have been on the missing optic portion. It is unknown if a qualified viscoelastic was used. The instructions for use (IFU) instructs: company foldable iol (intraocular lens) are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with viscosurgical device (ovd) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that after implantation doctor noticed scratch, lens was removed and another put in another lens during initial procedure. There was no patient injury. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).